Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a clearlink system secondary medication set. The secondary medication set was setup to infuse unspecified medication; however, after the therapy time had gone by, it was discovered that the secondary mediation had not infused to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.